Event description:
It was reported that the patient received inappropriate therapy. During lead revision it was noted that the leads were twisted (twiddler's syndrome) and the insulation was damaged as a result of the twisting. Both leads were explanted and replaced. Aside from periods of hypotension/vasovagal response during the lead replacement, no further patient complications have been reported as a result of this event.